Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hypoglycemia followed by hyperglycemia after treating an initial low with food and then announcing a meal, which led to insulin stacking and a subsequent recurrent low; the lowest recorded glucose was 58 mg/dl and time below range was approximately 20 minutes, with resolution after additional carbohydrate intake. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low glucose with self-resolution and no medical intervention, hospitalization, or ketone testing. Troubleshooting and education were completed with guidance to use the successful correction strategy from the second low event to avoid overtreatment and insulin stacking. Investigation included complaint review and user counseling. Investigation of this case revealed no device malfunction and that the event was consistent with user-driven insulin stacking and variable carbohydrate treatment. It was concluded that the hypoglycemia was cause unclear relative to device performance and was addressed through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.